Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged cartridge fit issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue; and ultimately the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.